Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet pump and believed the pump was delivering too much insulin, leading the user to request a return for credit. Symptoms included hypoglycemia. Outcomes included product return and credit processing. Investigation included a review of user feedback, case history, and coordination with the healthcare provider, with no device alarms reported. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.